Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline. The service group inadvertently neglected to report the MDR event to regulatory affairs. The service operators have been retrained on the MDR requirements.

Event description:
It is reported that during bench testing at the field service center, the ventilator turbine was not engaging. The ventilator was not connected to a pt when the reported problem occurred.